Event description:
Bayer case number: (B)(4). Patient called to inform that her essure device is breaking inside of her, and she needs to get it out [device breakage]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device breakage ("patient called to inform that her essure device is breaking inside of her, and she needs to get it out") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to device breakage. The reporter commented: patient called to inform that her essure device is breaking inside of her, and she needs to get it out. She hanged up on the call before requesting contact information. Quality-safety evaluation of ptc: for essure: enter standard text: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Patient called to inform that her essure device is breaking inside of her, and she needs to get it out [device breakage]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device breakage ("patient called to inform that her essure device is breaking inside of her, and she needs to get it out") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: patient called to inform that her essure device is breaking inside of her, and she needs to get it out. She hanged up on the call before requesting contact information. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2025: quality safety evaluation of product technical complaint. Further company follow-up with the consumer is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.